Manufacturer narrative:
Initial reporter was only able to obtain info that a potential issue existed. To date, no further info, including the part numbers of the product involved, has been obtained.

Event description:
The tissue surrounding the implants is discolored black. In addition, the implants are discolored at the rod/screw interface.